Event description:
A customer reported some phacoemulsification tips were found to be bent during the set up for a procedure. There was no report of patient harm. Additional information has been requested. However, none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The reported complaint is confirmed based on the photo provided. However; because a sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined the cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the bent phaco tip exhibited on the photo attached to the parent complaint, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).